Event description:
Markel, an rn in the ICU, called regarding a gas loss alarm. When esp personnel further asked, he stated he pressed start to resume the pump. The esp personnel had markel perform proper troubleshooting to verify the helium tube had no blood or discoloration and press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. Markel and esp team together reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 5. The esp personnel encouraged markel to call back should the alarm go off several times in an hour, with the proper troubleshooting, so we could troubleshoot it together. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). (B)(6), an rn in the ICU, called regarding a gas loss alarm. When esp personnel further asked, he stated he pressed start to resume the pump. The esp personnel had (B)(6) perform proper troubleshooting to verify the helium tube had no blood or discoloration and press the iab fill key for 2-3 seconds, press start and check the helium tubing again. The pump resumed without issue. (B)(6) and esp team together reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 5. The esp personnel encouraged markel to call back should the alarm go off several times in an hour, with the proper troubleshooting, so we could troubleshoot it together. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields; h6 (type of investigation, component codes).